Event description:
An operating room supervisor reported that at one week post-op, a pt was noted to have a fiber retained in the eye, and inflammation. Add'l info received approx two weeks later indicated that the inflammation had "cleared up and nothing more was needed." In addition, the reporter had not had any further fibers in the paks.

Manufacturer narrative:
A sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).